Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely a transmission with a single episode. Review of the electrogram indicated the presence of undersensing and a false pause. The clinic will continue monitoring the patient at this time.